Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported the device alarmed due to a machine and proximal pressure sensor reference failure and a burnt odor occurred after the data acquisition board to motor controller board cable and bracket were installed. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer (fse) replaced the motor controller board to address the burnt odor. (B)(4) addresses the spi bus failure.